Manufacturer narrative:
The device history records for lot 1020126 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.

Event description:
The patient was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2013 the patient had a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2013 the patient was prescribed macrobid 100mg bid x 5 days. The physician assessed the event as mild and definitely not device related.

Event description:
A pt (B)(6) was enrolled in (B)(6) for stress urinary incontinence. On (B)(6) 2010, the pt was injected with 2.5 ml coaptite, lot 1020126. On (B)(6) 2011, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with macrobid 100 mg big x 3 days and recovered by (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite.